Event description:
It was reported that the patient didn¿t have good dystonic control on the left side of the body. Impedances were ¿jumping around¿. For contact 0/1, impedances jumped from 1700 ohms to 504 ohms. Other impedances ranged between 2023 ohms to 3580. An xray was advised, as a possible connection issue was mentioned. Additional information was requested, if received, a follow up report will be sent.

Event description:
Several follow up attempts to the healthcare professional (hcp were unsuccessful and no additional information was obtained. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Upon further review, it was noted this was a dystonia patient. Updated PMA # to h020007.